Manufacturer narrative:
After the procedure, since there was no malfunction identified with the product, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided by the hospital.

Event description:
The hospital reported that a pt was admitted back to hospital with esophageal burn diagnosis. It was identified that there was a small hole on the esophagus. The hospital reported that the pt had ablation procedure, during the procedure when the surgeon placed the device around the oblique sinus and burned, the surgeon did not see a burn mark around the oblique sinus, and the device looked twisted. He repositioned the device, and made sure it was not twisted, he burned the area, and there was no pt effect at that point. There was no malfunction reported for the device. In 2007, the hospital provided update on the pt status. An esophageal stent was placed, and the pt is in stable condition.